Event description:
It was reported that the customer was hospitalized due to diabetic ketoacidosis, with a blood glucose reading of 757 mg/dl. The customer had been experiencing high blood glucose levels for the past two days. It was stated that the customer was vomiting, and his kidneys were shutting down. Troubleshooting was not possible as the customer was not present at the time of the call. It was also stated the customer's health care professional felt the customer was using the wrong infusion set for his body type, and was in the process of ordering infusion sets with longer cannulas. Advised the caller to have the customer call back for troubleshooting at his convenience. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.